Manufacturer narrative:
Additional information provided stated that there was no allegation of a device malfunction or related serious injury with the system controller. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller was exchanged as part of the driveline repair process and not for any controller related issues.

Event description:
It was reported that the patient was asymptomatic and requested a driveline repair due to extensive driveline damage. The patient was admitted as an inpatient awaiting driveline repair. The patient underwent a driveline repair on (B)(6) 2023. The repair was performed 3 inches from the exit site, and system controller replacement was also performed. Log files were submitted for review and captured a driveline fault event post-repair on 19dec2023 at 12:52. The mechanical circulatory support (mcs) equipment was operating as intended. Related manufacturer reference number: 2916596-2023-08858 (pump)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H4: manufacture date corrected. Manufacturer's investigation conclusion: incidental finding: evaluation of the returned system controller found fluid ingress on the wires on both the white and black power cables. The heartmate ii system controller was returned for evaluation following the reported event of damage to the driveline. The downloaded and submitted log file contained approximately 3 days of data combined ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on 19dec2023 at approximately 11:51:01 to exchange the system controller. The pump maintained a speed above the low speed limit without any issues while the driveline was connected. The returned system controller (serial number: (B)(6)) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 30jan2018. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.